Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with torosa saline testicular (large). Later the patient experienced an explant of the device due to device deflation.